Manufacturer narrative:
Complained product will not be not available.

Event description:
Gouged gums [gingival injury]. Gouged mouth [mouth injury]. Toothbrush head broke - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b dual clean toothbrush head broke and it gouged their gums. No serious injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 69-year-old male. The oral-b toothbrush head gouged his mouth. No serious injury was reported.